Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted. A new ins was implanted, but now in a different location. The healthcare provider (hcp) implanted it abdominal using 2 extensions for the leads; the hcp added a new 2nd 977a275 lead. In the or (operating room) they did an impedance check with the old system but it was discharged so it could not be done. So they did an impedance check with the new system. The ¿old¿ 977a275 lead still has 1 pole which should be not used and a 2nd which shows high impedance. It was noted that it can be seen on the report. The new 977a275 had no problematic impedances. The day after surgery ((B)(6) 2023) the rep looked at the patient still being in the hospital. He got a new program with using both 977a275 leads. He liked it more. They did the recharging. After 30min there was no heating detected. The patient is satisfied. The new program uses both electrodes: 0-; 7+; 8-, 10+, 15-. 1,8ma, 600 microseconds, 60 hz. They still do not use the problematic "3rd pol (nr2)".

Manufacturer narrative:
Additional information/correction: b20 has been updated to b17 for the explanted ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient recharges their ins there is a high heat generation on the ins. Unknown if any environmental/external/patient factors may have lead to the issue. The patient got a second recharger, the same problem occurred. Impedances where checked. There is a problem on the lead, 1 pole should not be used. Reprogramming has been made. Same issue, heat generating to much. Patient was told to reduce the speed of the recharging. Same issue even with reduction to 1 which means they had to charge for 4 hours. Heat generation after 30 minutes in every recharging mode. The patient¿s physician was worried that the skin will be damaged. The ins was implanted in the pectoral area, therapy is peripheral field nerve stimulation on their head. Hcp asked if they should change the ins to a new one or if they should change the electrode (lead) which has 1 pol with high impedances but is not used on program. Additional information was received. Implant date not known. Stated that it was about 1month for the leads and ins. Serial number will be provided upon explant, which will occur in the next 30 days. Patient received a 2nd new controller and a new recharger on (B)(6) 2023, problem did not resolve. Impedance protocol will be delivered when the ins is explanted. In the actual program, no pole with problems was used. Further steps are planned: the healthcare provider (hcp) will implant a 2nd lead. They will explant the current ins and implant a new one of the same type. They will change the position of the new ins to the abdominal region.

Manufacturer narrative:
Concomitant medical product: product ID 977a275 serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, g2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative did not know the serial number of the lead, and they would not receive the serial number of the lead in the future. The cause of the heating was not determined. The cause of the high impedances was not determined. Because of the second new lead, the patient's program was changed, and the patient was satisfied with the new program. No other actions were planned as the issue was resolved for the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a275 , serial# unknown , product type lead. Device evaluation: analysis of the returned implantable neurostimulator (ins) found that the connector module was scratched and that the battery was discharged, but the device was recharged and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.